Manufacturer narrative:
(B)(4)

Event description:
New information received notes that lead was capped and replaced on (B)(6) 2016 due low hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up, several episodes of non-sustained rv oversensing were observed. Review of egm showed noise on the lead. Externalized conductors were observed by imaging during device change-out. No electrical anomaly was found. Patient was sent home and further lead testing will be done during next follow-up. Patient was stable. Patient hasn't returned for his follow up visit yet.